Event description:
It was reported to boston scientific corporation that orise gel was injected to resect a gastric polyp on an unknown date. On surveillance endoscopy, recurrence of the polyp was noted. The polyp was resected again, and the entire specimen was found to be orise gel. It was determined that the orise gel resulted in a foreign body response mimicking a polyp, and the patient underwent unnecessary additional intervention.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h11: block h6 conclusion code was corrected based on the investigation findings.

Event description:
It was reported to boston scientific corporation that orise gel was injected to resect a gastric polyp on an unknown date. On surveillance endoscopy, recurrence of the polyp was noted. The polyp was resected again, and the entire specimen was found to be orise gel. It was determined that the orise gel resulted in a foreign body response mimicking a polyp, and the patient underwent unnecessary additional intervention.